Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that while performing the corneal flap and viewing the video monitor (vmoct), it looked as though no treatment had been done from the 1 to 3 o'clock position. When the patient was take to the operating room, the surgeon observed that the area had actually been treated; however, he could not open it. The surgeon proceeded to loosening the flap underneath, and scored the area with a spatula. The surgeon was then able to open the flap and completed the lasik procedure successfully.